Manufacturer narrative:
The device was received for evaluation. During functional testing, 'bad speaker' was confirmed as no audio and was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be speaker not attached and not in the rear case cavity. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.